Event description:
The distributor reported that the up, down, and ok buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/01/2013 with the following findings:. No defect was found. Keypad cover was removed to inspect condition of key contacts no defects or contamination was found..pump booted to the verified screen , no evidence of intermittently or unresponsive keys were duplicated .all keys respond when pressed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.